Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A delivery wire and main coil were returned. The introducer sheath was not returned. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. The interlocking arm was detached. No more damages were found in the device. Microscopic inspection of the delivery wire was performed and observed that the proximal end has a smooth surface and the interlocking arm was inspected and no abnormalities were found. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm of the main coil was detached. Dimensional inspections of the delivery wire that could be measured were performed and were within specifications. Dimensional inspection of the no. Of distal fiber bundles, outer diameter (od) of the zap tip and od of primary coil were performed and were within specifications. However, dimensional inspection of the no. Of proximal fiber bundles revealed that there are lacking fiber bundles.

Event description:
Reportable based on device analysis completed on 24sep2019. It was reported that the coil detached and could not be advanced. The target lesion was located in the splenic artery. A 10mmx40cm interlock -35 was selected for use. During procedure, it was noted that the coil detached in the 5f non-specified catheter nearly 10cm from the hub and was then directly removed from the patient's body without any intervention. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable. However, device analysis revealed missing coil fiber bundle and detached interlocking arm.